Manufacturer narrative:
Product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2021 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2021 product type lead product ID 3708160 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2021 product type extension product ID 3708160 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep spoke to the physician and was told by the physician that the patient is doing much better. It was determined that the patient had hematomas which caused the numbness and tingling in her bilateral legs.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-apr-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 08-apr-2025, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 03-dec-2024, UDI#: (B)(4); product ID: 3708160, serial/lot #: (B)(4), ubd: 16-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient in post op experienced numbness and tingling in her bilateral legs.  No external or environmental factors have led to the issue.  The physician ordered a stat CT to determine the cause of the numbness or tingling. Patient had a spinal cord stimulator trial placed on (B)(6) 2021 after the leads placement patient complained about numbness and tingling in her bilateral legs and loss of feeling as well. The patient had to have surgery to explant the leads and extensions.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead product ID 3708160, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type extension product ID 3708160, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.